Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following a transcatheter aortic bioprosthetic valve replacement procedure, an electrocardiogram (ECG) was performed and showed a prolonged qrs duration noting a new left bundle branch block (lbbb). Electrophysiology was consulted followed by serial ECG's and telemetry monitoring; it was determined a permanent pacemaker was the best course of action. Subsequently, a permanent pacemaker was implanted on the second post-operative day and the lbbb resolved. On this same day, the patient's heart rate was elevated (in the range of 130 beats per minute); this quickly resolved with intravenous hydration.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had a medical history of atrial fibrillation. Diagnostic testing included a transthoracic echocardiogram (tte) for the atrial fibrillation.

Event description:
Additional information clarified that the patient's heart rate was elevated (in the range of 130 beats per minute) due nausea with one episode of vomiting. This also resolved with an antiemetic medication. The vomiting was reported as possibly related to the valve implant procedure. The left bundle branch block was reported as probably related to the valve implant procedure and the valve. Additionally, approximately 36 days following the valve implant procedure atrial fibrillation was noted now on a daily basis since the procedure. With a heart rate increase, symptoms of dyspnea, chest pain, and dizziness occur. Worsening atrial fibrillation was reported and unresolved. Unspecified diagnostic testing performed. An ablation procedure was planned to be performed in approximately 2 months to address the atrial fibrillation. The physician reported the atrial fibrillation was unrelated to the valve implant procedure or medtronic products. The cause was not reported. Additionally, during the office visit the patient reported right thigh numbness. Treatment was not required. The right thigh numbness was reported as possibly related to the implant procedure and remained unresolved. Approximately 2 months following the implant procedure, bilateral feet swelling developed. The patient called the clinical and the nurse triaged this issue. The patient was advised to use compression stocks and leg elevation. No other treatment required. The physician indicated the event was unrelated to the valve implant procedure or medtronic products. The swelling remained unresolved.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.